Event description:
Boston scientific crm received information that this lead exhibited increased thresholds, decreased pacing impedances and decreased amplitudes. A microdislodgement was suspected.

Manufacturer narrative:
The lead was repositioned and all measurements returned to an acceptable range. The lead remains in service. No adverse patient effects reported.

Event description:
Additional information was received that two years and eight months later, this patient slipped on a dock while carrying a boat motor and this lead became fractured. A revision procedure was performed where this lead was surgically abandoned and successfully replaced. No adverse patient effects were reported during the revision procedure.

Manufacturer narrative:
The lead was surgically abandoned and will not be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.